Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." The following sections could not be completed with the limited information provided. Date implanted - unknown. This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-01633 / 01634).

Event description:
It was reported patient underwent total hip arthroplasty on unknown date. A subsequent revision was performed (B)(6) 2013 due to dislocation. The liner, head and stem were removed and replaced.